Event description:
It was reported during a routine follow up the patient had a decrease in pacing impedance. No other anomalies were found. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.